Event description:
Boston scientific received information that a longevity calculation was requested in (B)(6) 2012. At that time, this implantable cardioverter defibrillator (ICD) was in middle of life (mol 1). Technical services (ts) discussed characteristics of the device once elective replacement indicator (eri) was reached. There were no adverse patient effects reported, and there were no allegations. Subsequently, this ICD was returned to boston scientific without any allegation from the field. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.